Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
An afx abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The initial implant was done 3 years ago. Patient returned for a routine follow-up in 2016 where physician observed a type 2 endoleak. During the re-intervention resolve the type 2 endoleak, a type 1a endoleak was observed. Physician elected to complete a separate procedure to resolve the type 1a endoleak by re-lining with a medtronic device. The procedure was successful and the endoleak was resolved.